Manufacturer narrative:
E.1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd probetec¿ chlamydia trachomatis qx assay gray amp reagent pack, a false positive patient result was obtained. Samples was re-run on bd viper¿ lt system, but the negative control failed. There was no report of patient impact.